Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.10ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/ -1ml (+/-5%). The device maintained the programmed rate throughout the testing procedure. An e437 (software failure) error code was seen in history on (B)(6) 2014 but was not duplicated during testing. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history found that on the reported event date of (B)(6) 2014, the programming present in the history did not correlate with the customer's reported programming and event information. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving less medication than intended. At an unspecified time, line b of the device was programmed to deliver eribulin 250 ml, at a rate of 999ml/hr. No further programming parameters were provided. At an unspecified time, it was reported the device alarmed for an e437 (software failure) error code. After an unspecified length of time, it was reported the device was found delivering at the rate of 99ml/hr instead of the expected 999ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.